Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for supra ventricular tachycardia (svt) that the implantable cardioverter defibrillator (ICD) detected as fast ventricular tachycardia (vt). The ICD discriminator did not appropriately withhold therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the ICD was reprogrammed, and a new ICD discriminator template was collected.